Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation determined the cause due to insufficient cleaning. In addition, other issues included the angel wires were stretched and becoming stretched, crack of adhesive on the bending section cover, multiple components with damage or deformation due to physical stress caused by handling, and there was a crack of resin part crack due to impact such as dropping the crack of molded part due to physical or chemical stress caused by handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6).